Manufacturer narrative:
The tendon harvester was received by conmed linvatec for evaluation on 26-jan-2016. The device evaluation is in process. A supplemental report will be filed once the investigation has been completed.

Event description:
The distributor notified conmed international affiliate (B)(4) on (B)(6) 2016, that during an arthroscopic anterior cruciate ligament (acl) reconstruction the doctor opened the tendon harvester lock, inserted the tendon and closed the lock. As reported, the surgeon then advanced the tendon harvester forward on the hamstring tendon bundle and before he reached the attachment point at the muscle belly, the tendon was cut prematurely. The surgeon then had to prepare the other leg for surgery and harvest the hamstring tendon from the patients opposing leg using an alternate device. A 20-minute delay was reported. After the new tendon was harvested the procedure was completed. As a result of this incident rehabilitation was required on both of the patient's legs. Patient status update was received on (B)(6) 2016. There was no extension of rehabilitation time due to this event and the patient is doing well, on track healing in the same expected time as initially anticipated for only one harvested tendon.

Manufacturer narrative:
The involved tendon harvester was received for evaluation on 26-jan-2016. A visual inspection did not note any issues with the device. Functional testing also passed with the cutting edge of this device not exposed when the harvester was in the open and closed position as design intended. Upon closer inspection by the manufacturing engineer, a machining issue was identified with a purchased component. An investigation has been opened and a supplier corrective action request has been issued. A review of the device history record showed that this lot was manufactured on 06-may-2015 in a lot of 5 units. No discrepancies were noted during the manufacturing process that could have caused or contributed to the reported breakage. There have been no other similar complaints received for this item and lot number combination. A two-year review of complaint history shows there have been no other similar complaints for this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There has been no patient long term adverse effect reported to be related to this device failure mode. The instructions for use provides the following operating and maintenance instructions: use of the tendon harvester 1. With a standard incision made, the inferior attachments of semitendinosus and/or gracilis are isolated/detached. Orient the tendon harvester by looking at the handle slot ("cut"-"lock"-"open"). 2. Pull, then slide the knob clockwise to the "open" position. A slot at the distal tip is present in this position. 3. Place a single tendon through the distal slot. Do not load the semitendinosus and gracilis together. 4. Slide the knob counterclockwise to the "lock" position. The knob is spring loaded and will automatically snap into the "lock" position. 5. Advance the tendon harvester cephalad, striping the tendon to the desired length (see calibrations). 6. To cut the tendon, pull up the knob, releasing it from the "lock" position and slide the lever counterclockwise to the "cut" position. 7. The tendon is cut to the approximate length indicated by the calibrations. Device maintenance proper cleaning and lubrication, after each use, using an approved medical grade lubricant, is recommended to avoid debris build up and maintain smooth operation.